Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent a revision procedure in which the lead required repositioning due to device migration. The patient had pneumonia, episodes of coughing contributed to displacement of the lead. The device remains in service. Postoperatively, the patient demonstrated expected coverage.

Manufacturer narrative:
Block b3: event date approximated to the aware date as the exact date is unknown.